Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose of 400 mg/dl. Customer treated for high blood glucose with injections. Customer also reported that multiple pump errors in alarm history. Customer successfully cleared the alarm and completed insulin pump rewind,. Customer also performed self test and self test passed. Insulin pump will not be returned for analysis.